Event description:
While rinsing kangaroo feeding bag, it was noted that fluids flowed freely through the tubing rather than only while tubing was being stretched. The bag was in use less than 24 hours.